Event description:
It was reported that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to experiencing ventricular fibrillation (vf). The patient also has another manufacturer pacemaker system implanted since 2015 and the two systems remain implanted and in service. Reportedly, the physician performed induction testing after the s-ICD system implant and it performs correctly along with the other pacemaker system. Approximately one month after the s-ICD system implant, the patient presented to the hospital due to palpitations and shortness of breath. Upon review by the clinic, the physician believes the patient experienced a ventricular tachycardia (vt) episode, however, the s-ICD system did not deliver any therapy. The vt terminated spontaneously. The s-ICD device was then reprogrammed, however, the next day, the patient experienced vt again and the s-ICD did not treat the arrhythmia either. Technical services (ts) discussed that due to the chronic pacemaker programming, the s-ICD could be exhibiting undersensing due to the pacemaker pacing and requested the device data for further review. Upon review of the device data by ts, it was discussed that it appears the reason the s-ICD device did not deliver therapy is due to high correlation and the device considering the morphology a match, and not marking the rhythm as vt. There is also no evidence of undersensing in the echocardiograms (ecgs), the device classified the rhythms as "slow" and not "treat" based on the discrimination criteria. Further programming considerations were provided. The s-ICD device was then reprogrammed by the health care professional (hcp). It was also mentioned that the after implant x-rays show the s-ICD system in an acceptable location. Upon analysis from the research and development department, it was discussed that the width of the arrhythmia is narrow, therefore, the device would consider this rhythm narrow and withhold therapy. Additional information provided indicates the physician decided to implant two new leads for the pacemaker system to capture all vectors. In addition, the r-wave is low and the s-ICD system was reprogrammed to primary vector. Two hours later, the patient received two inappropriate shocks in different episodes. The s-ICD system remains in service. No additional adverse patient effects were reported.